Event description:
The patient began to experience 'breakthrough' seizures that were not normal for this patient. The patient's breakthrough seizures are a different type than before in that they are generalized and previously they were partial. The reporter then stated that the device is malfunctioning and they believe there is a lead break. The reporter stated that during the clinic visit they ran normal mode diagnostics with results of lead impedance unknown, output status **** and output current ***. This result is likely caused by an interrupted test. A lead problem was not confirmed because the physician did not perform a lead test. In addition, the reporter stated that the magnet is not working to abort seizures as before. Per the reporter, the patient has not experienced any recent trauma nor have there been any changes in medications. X-rays were taken and reviewed at the hospital; no anomalies were noted. This event is currently being investigated.